Event description:
It was reported that the patient developed a (B)(6) infection and the pump was removed. A new pump system was implanted in 2006. No further information was provided on this event. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2006-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).